Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. No additional patient or event information was provided. Additionally, it was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg and occlusion issues were address by a changing the pump supplies.